Event description:
It was reported that a few weeks following implant the patient experienced a burning and shocking sensation. The patient could not distinguish the exact location of the shocking. The implant site was healing but still swollen. The sensation went away when the device was turned down and off and returned when the device was turned back on. Further information is being requested from the hcp.